Event description:
It was reported to boston scientific corporation that a mesh was implanted on a patient during a bladder repair procedure on an unknown date. According to the complainant, post procedure, the patient had infection for more than a year. The mesh had been removed but the patient still had to be treated for bladder spasms. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It is unknown whether or not the device will be returned for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.